Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to pain and infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number: 1644408-2021-00317; 341-10-707, s808 - infection, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Electronic 3500a form delayed due to issues establishing my production.